Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a skin suturing procedure, after opening the package, the needle detach from the strand, even before touching it. Another suture device was taken to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received ten devices. A tactile and microscopic inspection of the sutures was performed with no abnormal ities. A needle attachment test was performed on all samples, and the results met the specifications for this product. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.